Manufacturer narrative:
Device is not available for investigation. If further information become aware a supplemental report will be provided.

Event description:
After t2ph surgery, it was found the cutout of nail. Kind of fracture was 2-part neck fracture. The dislocation of fracture was confirmed from 2 weeks after the surgery and the humeral head was deformed in varus. After that the nail protrusion were occurred and the fracture was healing 3 months after the surgery as it is. The nail is still implanted at present and limitation in range of motion is confirmed.